Manufacturer narrative:
Correction is being made to previously submitted e2 - health professional, e3 ¿ occupation, h6 - medical device problem code, and h6 - investigation findings.

Event description:
No additional information received from customer.

Event description:
It was observed during the device evaluation, that the broncho videoscope insertion part or distal end got burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion part / distal end burned was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.